Event description:
It was reported that the the patient was hospitalized due to inappropriate shock delivery resulting from oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between september 16, 2026 and may 13, 2026 recorded the stable pacing impedance around 400 ohms and the stable shock impedance around 75 ohms. The analysis of the provided iegm episodes no. 58 from february 27, 2026 and no. 64 from april 28, 2026 revealed artifacts on the rv channel leading to oversensing. In episode no. 65 from april 28, 2026 the artifacts on the rv channel also led to ICD charging cycles and one shock delivery. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.